Event description:
It is reported that the pt received an acetabular cup and had to be revised due to loosening and removal of a pseudotumor.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A tissue reaction like a pseudo tumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction for use ((B)(4)) a cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be performed. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measurements is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).